Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy due to a lead fracture at t12. The issue was confirmed via x-ray. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
A patient experienced ineffective therapy due to a lead fracture at t12 was reported to abbott. The issue was confirmed via x-ray. As a result, the lead was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.